Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.